Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. After initiating support, high purge pressure alarm was triggered. It was not possible to correct the issue with troubleshooting measures. The impella was exchanged. No patient harm was reported.

Manufacturer narrative:
The investigation of high purge pressure has been completed. The returned product was inspected and there was biomaterial was observed in the purge gap. The pump had no other physical abnormalities. The pump was run in the lab after soaking and clearing the biomaterial and the high purge pressure did not reproduce. The data logs from the field show a gradual rise in purge pressure upon pump start for about 12 minutes before alarm was triggered. There was also a decrease in purge flows. The high purge pressure alarm resolved. Purge pressure values remained elevated. Later during the case there was a motor current spike with speed deviation and a shift in pump flows. The issue did not resolve. The root cause of the high purge pressure was determined to be biomaterial as issue did not reproduce upon clearing and running in the lab and as evidenced by data log. H5 selection was inadvertently entered incorrectly on the initial manufacturer device report number: 1220648-2025-26670.